Event description:
During the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient had passed away. It was reported that the patient fell off the bed and suffocated. Their is no indication at this time that the ncp system caused or contributed to the reported event.